Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. (B)(6).

Event description:
It was reported that a microclave¿ connector was found to leak during patient use. After connecting, the nurse found that the infusion connector was leaking, and blood was returning to the venous line. The infusion connector was replaced. There was no patient harm reported.